Manufacturer narrative:
On 12/31/2013 complaint unit was received from the field for evaluation. Refer to evaluation# (B)(4) - observed saline deposits at base of cap. Primed and cut successfully. Disassembled unit to verify internal components. No damage or defect noted. Could not duplicate malfunction. Handpiece was discarded after testing. On 01/23/2014, the DHR for microtip lot 19713-04 was reviewed and showed that the units met manufacturing specifications when released and there were no issues related to the complaint. There were (B)(4) units released from microtip lot 19713-04. A review of lot history showed that there were (B)(4) reported microtip unit failures within lot 19713-04. Lot 19713-04 has a failure rate of(B)(4). No significant trend was observed. A review of console history (s/n (B)(4)) was performed during the months of 07/12/2013 through 12/12/2013 and showed that there were (B)(4) reported microtip unit failures. The console was not requested back for evaluation. The complaint microtip was disposed of after evaluation because it was disassembled during internal inspection. A review of the previous complaints showed that a majori...

Event description:
Unit would ot function at all, ((B)(6)).